Manufacturer narrative:
This product is not marketed in the us. Device code (B)(4): off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -7.0/1.5/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.